Event description:
It was reported that the drain bag tubing had kinked, hence it caused the foley could not drain as urine came back to patient. Also stated customer using the clips did not remedy this issue because there was dent in the tubing and it must to do with the way it was wrapped up in the original packaging. Per customer via email on 16jun2021, it was reported that another catheter kit had kinked tubing of a drain bag .

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used meter bag. Visual inspection of the sample noted no kinking on the inlet tube or evidence of indentations that would suggest the inlet tubing was once kinked. This meet specification per inspection procedure which states, "any kinks in drainage tube which reduce the i.d more than 25% are not permitted". No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review and risk review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag tubing had kinked, hence it caused the foley could not drain as urine came back to patient. Also stated customer using the clips did not remedy this issue because there was dent in the tubing and it must to do with the way it was wrapped up in the original packaging.